Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of a frozen screen display. The root cause was determined to be a defective component in the receiver's printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.